Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician raised the frequency during a program control review. The patient experienced chest tightness and "feeling a blockage in the throat". The ipg remains in use. No further patient complications have been reported as a result of this event.